Manufacturer narrative:
Date of event: (B)(6) 2020. Report date: 21dec2020

Event description:
The customer reported a philips ventilator was experiencing a check ventilator alarm consistent with a faulty pm (power management) pcb (printed circuit board) and was unable to be shut down during clinical use. The device was reported to have been in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
H10 the customer requested for remote service engineer (rse) and the caller reported that the power management (pm) pcba was replaced a few days ago and now the unit appears to have a faulty pm pcba. The unit has error code 1115, 1104, and 110b and will not turn off. The pm pcba was replaced but the problem persisted. The philips rse spoke with the customer who stated he has already spoken with the field service engineer (fse) who is scheduled in for service. The customer stated he discussed the diagnostic codes with the fse, and they indicated a possible bad pm pcba which was just replaced under a fco. The fse scheduled for onsite repair per customer request. During the fse visit, it was determined that the pm pcba is not the problem, the customer decided to complete the repair once it was determined that the pm pcba from the previous fco was not the issue. The part originally ordered was sent back. The customer reported to philips that everything has been taken care of and the unit is back in service. There was no other information provided by the customer. H11 patient/user involvement: new information provided by the customer indicates that the device was not in use on patient, the device failed during pre-use set up. There was no delay to patient's therapy.